Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the customer is requesting for field service to come in and correct this problem. The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator does not switch between adult and neonate patient size. At this time, there is no information regarding patient involvement associated with the reported event.